Event description:
It was reported that during a larv procedure, when the package was opened, the tip of sleeve was distorted. Another trocar was used for the surgery. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 5/1/2009. Info anticipated, but unavailable at this time.